Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd IV admin set, secondary,40" w/ hanger detached. The following information was provided by the initial reporter: needleless hub became detached form secondary IV tubing.

Event description:
It was reported that the bd IV admin set, secondary,40" w/ hanger detached. The following information was provided by the initial reporter: needleless hub became detached form secondary IV tubing.

Manufacturer narrative:
Investigation summary: no samples will be received, therefore, no investigation was performed since no samples or picture was received for evaluation and no further information regarding to the failure was provided from customer. No root cause definition was determinate due to the customer did not provide a sample for evaluation and not further information was provided.